Manufacturer narrative:
Only part of the device was received for analysis. Part of the tip and imaging window assemblies were observed stuck. The plastic trail was dissected in order to remove the tip and imaging window assemblies. The imaging window was twisted and detached from the middle and had signs of stretched material.

Event description:
Reportable based on device analysis completed on 27aug2020. It was reported that crossing difficulty occurred. The 80% stenosed target lesion was located in severly tortuous and severely calcified right coronary artery. An opticross imaging catheter was introduced but did not show an image because of a connection error. The device also did not cross the lesion due to calcification and angulation. The procedure was completed with a different device. No patient complications were reported and the patients status was stable. However, during the device analysis, revealed a detached imaging window.